Event description:
Chronic high rv threshold noted on the last page of the cle. 1 high rate episode noted in the counters. The episode is not listed in the easy egms or the episode list. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).